Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side "with deformity, induration, pain and abundant intracapsular fluid," and capsular contracture baker grade IV. The device has been explanted.